Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The product remains implanted in the patient and is thus not available for analysis. While the cause that led to the reported event could not be determined, clinical factors that may have contributed to this event include her pre-existing history of arrhythmias and hypertension and the complexities of managing her anticoagulant and anti-platelet medications in light of her recent hemorrhagic stroke. Based on a review of the available information, there is no evidence to suggest that the reported event related to a device defect. No additional information will be forthcoming.

Event description:
Approximately five months after the implantation of hw3894, the patient developed weakness and slurred speech and was admitted for a possible stroke. The patient¿s medications included coumadin and aspirin (325mg) at the time of the event. A CT scan was performed and revealed no acute abnormalities. Laboratory findings included an inr of 1.7. Examination of the patient revealed mild to moderate aphasia and dysarthria. The patient remained in the cardiovascular ICU. Investigation is ongoing.